Manufacturer narrative:
The impella device has not been returned by the customer and therefore, evaluation of the device has not been possible. Should any new information be acquired, a supplemental MDR will be filed.

Event description:
In addition to the noted positioning issue, it was reported that the patient was experiencing hemolysis at support level p-4. The support level was lowered to p-1 but the condition persisted. Following pump explant, the hemolysis was documented to have resolved.

Manufacturer narrative:
The investigation for the reported hemolysis and positioning issues has been completed. The cp pump was returned and visually inspected. No biomaterial was observed. No broken blades or sharp edges were found. No sharp edge were observed. No abnormalities were observed. Hemolysis testing was conducted. No hemolysis was reproduced and mih=4.51. The cause of the hemolysis issue was improper positioning related due to improper technique because the pump was unstable during patient support and was moving violently within the left ventricle. The cause of the positioning issue most likely was use related due to improper technique. Added-d9 device return date. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the positioning of the implanted impella cp pump was unstable during patient support. It was noted via fluoroscopy that the catheter was moving violently within the left ventricle. It was deemed unreliable to adjust positioning to a shallower depth and the decision was made to explant the device. There was no patient harm.